Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right internal jugular vein due to deep vein thrombosis. Patient is alleging tilt and vena cava perforation. Patient further alleges "I live with the anxiety of having this filter that could fail at any time, but that it cannot be retrieved without a serious surgery. I live with the fear that my filter has tilted within my vena cava and perforated outside of it." Per report from CT (computed tomography) dated (B)(6) 2018: "positive for caval perforation. Superior extent of ivc filter mid l2 vertebral body. Inferior extent l3-l4 disc space. A total of 4 prongs have perforated ivc series 2 image 33. Maximum distance prongs perforated 7.42 mm series 2 image 33. Coronal images 0.17 degree tilt right to left series 4 image 178. Sagittal images 6.28 degree tilt posterior to anterior series 6 image 208. Diameter of ivc directly above filter 27.84 mm x 23.28 mm series 2 image 23." Original: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2009 at (B)(6) il by implanting physician (B)(6)".

Event description:
It is alleged that patient received a cook celect filter on (B)(6) 2009. It is alleged the patient was injured without further explanation.